Event description:
It was reported that following the implantation of an elevate posterior graft the patient presented with moderate worsening urge incontinence. Urge incontinence (ui) "worsening since surgery. Ui had improved pre-sx with physical therapy (pt). Patient yet to restart pt." Referral was given to pt. Medication was administered on (B)(6) 2015. The event is considered not recovered/not resolved (continuing) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that patient experienced "occasional incontinent events at night time resulting in few drops" and that the frequency was "improving". Additional medication was administered on (B)(6) 2015. The event is considered recovering/resolving (adverse event is improving) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.